Event description:
As reported, approximately 3 years post op the initial left tka, the patient was revised due to a loose femur. Patient complained of pain. Due to recall surgeon used a competitor for revision. Patient was last known to be in stable condition following the event. Product not returning, due to recall hospital will not release the implants.

Manufacturer narrative:
D10: 6222387, 02-022-45-4040 - truliant tib fit tray cem sz 4f / 4t. 6190986, 200-07-35 - advanced patella 35mm 3 peg implant. 6220029, 02-020-11-0240 - truliant ps cem fem ps cem left sz 4. The revision reported was likely the result of an insufficient bond between the femoral component and the bone, led to aseptic (non-infected) femoral loosening and pain. The deformation marks on the tibial insert appear consistent with coming in contact with surgical tools during the revision surgery. However, this cannot be confirmed as the device was not returned for evaluation. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.